Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimoto's thyroiditis'), urinary tract disorder ('bladder or urinary problems or changes') and urinary tract infection ('infection (bladder/ urinary tract/vaginal) type: uti') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism (not recovered prior to essure) and myringotomy. Concurrent conditions included goiter diffuse, vitamin d deficiency, cervicitis, squamous cell metaplasia, adenomyosis, leiomyoma nos and endosalpingiosis. Concomitant products included venlafaxine since 2015. On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder (seriousness criterion medically significant), urinary tract infection (seriousness criterion medically significant), eustachian tube dysfunction ("infection (other) describe: eustachian tube dysfunction"), fatigue ("hormonal changes describe: fatigue"), depression ("hormonal changes describe: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), hypersomnia ("neurological conditions or problems type: hypersomnia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), vulvovaginal pain ("vaginal pain"), musculoskeletal pain ("shoulder pain"), pain in extremity ("bilateral leg pain") and chest pain ("chest pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced hypothyroidism ("hypothyroidism") and abdominal pain ("abdominal pain"). The patient was treated with armodafinil (nuvigil), levothyroxine, liraglutide (victoza) and surgery (hysterectomy with bilateral salpingectomy, surgery of lynx placement and surgeryof lynxsling placement). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, autoimmune thyroiditis, bladder disorder, urinary tract disorder, urinary tract infection, eustachian tube dysfunction, fatigue, depression, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, hypersomnia, dysmenorrhoea, weight increased, alopecia, vulvovaginal pain, musculoskeletal pain, pain in extremity, chest pain, hypothyroidism and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune thyroiditis, bladder disorder, chest pain, depression, dysmenorrhoea, dyspareunia, eustachian tube dysfunction, fatigue, female sexual dysfunction, hypersensitivity, hypersomnia, hypothyroidism, menorrhagia, musculoskeletal pain, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: most if not all symptoms were decreased soon after removal. Current weight 155 lbs discrepancy noted previously dob reported as (B)(6)1976 now (B)(6)1976. Patient received treatment for menorrhagia (heavy menstrual bleeding), urinary problems , other diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Hysterosalpingogram - on (B)(6)2009: total bilateral occlusion. Pathology test - on (B)(6)2014: the portia vaginalis measures 3.5 cm in diameter; the myometrium shows foci suggestive of adenomyosis. Also, a single intramural nodule composed of grayish-white rubbery tissue is identified it measures 3.5 cm in greatest dimension. Inside a small segment of fallopian tube, a wire is identified. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: hashimoto's thyroiditis overweight ,lower extremity pain ,menorrhagia, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received event " abdominal pain" was added. Reporter information was added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimoto's thyroiditis'), urinary tract disorder ('bladder or urinary problems or changes') and urinary tract infection ('infection (bladder/ urinary tract/vaginal) type: uti') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism (not recovered prior to essure) and myringotomy. Concomitant products included venlafaxine since 2015. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder (seriousness criterion medically significant), urinary tract infection (seriousness criterion medically significant), eustachian tube dysfunction ("infection (other) describe: eustachian tube dysfunction"), fatigue ("hormonal changes describe: fatigue"), depression ("hormonal changes describe: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), hypersomnia ("neurological conditions or problems type: hypersomnia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), vulvovaginal pain ("vaginal pain"), musculoskeletal pain ("shoulder pain"), pain in extremity ("bilateral leg pain") and chest pain ("chest pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced hypothyroidism ("hypothyroidism"). The patient was treated with armodafinil (nuvigil), levothyroxine, liraglutide (victoza) and surgery (hysterectomy with bilateral salpingectomy, surgery of lynx placement and surgeryof lynxsling placement). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, autoimmune thyroiditis, bladder disorder, urinary tract disorder, urinary tract infection, eustachian tube dysfunction, fatigue, depression, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, hypersomnia, dysmenorrhoea, weight increased, alopecia, vulvovaginal pain, musculoskeletal pain, pain in extremity, chest pain and hypothyroidism outcome was unknown. The reporter considered alopecia, autoimmune thyroiditis, bladder disorder, chest pain, depression, dysmenorrhoea, dyspareunia, eustachian tube dysfunction, fatigue, female sexual dysfunction, hypersensitivity, hypersomnia, hypothyroidism, menorrhagia, musculoskeletal pain, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: most if not all symptoms were decreased soon after removal. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2019: pfs received. Events per pfs: hormonal changes describe: fatigue and depression, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction, infection (bladder/ urinary tract/vaginal) type: uti, apareunia (inability to have sexual intercourse), infection (other) describe: eustachian tube dysfunction, autoimmune disorder type of disorder: hashimoto's thyroiditis, bladder or urinary problems or changes, neurological conditions or problems type: hypersomnia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight gain / loss specify which one: weight gain, hair loss, vaginal pain, pelvic pain, chest pain, bilateral leg pain, shoulder pain were added. Patient's medical history was added, laboratory data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.